Manufacturer narrative:
As reported, during delivery of the stent, the delivery rod of a precise pro rx carotid stent was fractured. The stent delivery system did not pass through the lesion before it ruptured. The procedure was completed by changing to another unknown stent. There was no reported patient injury. The intended procedure was reported to be a carotid artery clamping stenting. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). The device was prepped in the tray. The tuohy borst (hemostasis) valve was in the open position when the device was received, and the stent was still constrained within the outer member/sheath when removed from the tray. A stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty encountered flushing the stopcock or flushing the sds. There was nothing unusual noted about the stent delivery system prior to use. The intended lesion was not located at the carotid bifurcation. The target lesion vessel diameter was 6.4 mm. A non-cordis 8f sheath along with an unknown 0.088" distal access catheter were used. The diameter of the unconstrained stent was sized 1-2 mm larger than the vessel diameter. The target lesion vessel length was about 35mm. There was vessel tortuosity with no lesion calcification. The stent delivery system passed through acute bends. The delivery of the sds to the lesion was ipsilateral. There was difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was not pre-dilated prior to stent implantation. Contrast was used with a 1:1 ratio. There was difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The device was returned for analysis. A non-sterile ¿precise pro rx ous carotid sys¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed on a metallic tray to be inspected. A thorough inspection was performed, the device is not deployed, and the stent is inside the pod. The device presents with an outer sheath separation that exposed the braidewire of the rx port. The separation is located approximately 2.5cm from the distal tip. Two kinks were observed located approximately 5.5cm and 140cm from the distal tip. The hemostasis valve was returned tightly closed. No other outstanding details were observed. Dimensional analysis was performed to verify the correct od/ID of the outer sheath. Measurements were taken near the separation and were verified. Dimensional analysis results were found within specification. The separated area was evaluated with a vision system noting the exposed the braidewire which presented evidence of elongations on both edges. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was induced to a tensile force that exceeded the material yield strength prior to the separation. The reported ¿stent delivery system (sds) - cracked¿ was not confirmed; subsequent findings of ¿inner shaft ¿ exposed braidewire/corewire¿ was confirmed via analysis of the returned device. However, the exact causes could not be determined. Microscopic analysis presented evidence of elongations along with a separation of the distal portion of the device exposing the inner shaft of the rx port. The reported ¿stent delivery system (sds) tracking difficulty¿ could not be confirmed due to the nature of the complaint as this cannot be replicated in the lab. Additionally, the od was measured and found within specification. Difficulty crossing a lesion, or an anatomical structure and/or stent is a known procedural occurrence. Crossing difficulty is most commonly related to patient anatomy, operator technique and appropriate device selection. Based on the information available for review the device was induced to events that exceeded its material yield strength prior to the separation. It is likely procedural and/or handling factors may have contributed to the event reported. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review, section d4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during delivery of the stent, the delivery rod of a precise pro rx carotid stent was fractured. The stent delivery system did not pass through the lesion before it ruptured. The procedure was completed by changing to another unknown stent. There was no reported patient injury. The intended procedure was reported to be a carotid artery clamping stenting. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). The device was prepped in the tray. The tuohy borst (hemostasis) valve was in the open position when the device was received, and the stent was still constrained within the outer member/sheath when removed from the tray. A stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty encountered flushing the stop cock or flushing the sds. There was nothing unusual noted about the stent delivery system prior to use. The intended lesion was not located at the carotid bifurcation. The target lesion vessel diameter was 6.4 mm. A non-cordis 8f sheath along with an unknown 0.088" distal access catheter were used. The diameter of the unconstrained stent was sized 1-2 mm larger than the vessel diameter. The target lesion vessel length was about 35mm. There was vessel tortuosity with no lesion calcification. The stent delivery system passed through acute bends. The delivery of the sds to the lesion was ipsilateral. There was difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was not pre-dilated prior to stent implantation. Contrast was used with a 1:1 ratio. There was difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.